Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/08/2017. Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2017 with the following findings: frequent low battery warnings were observed. The pump electrical current draws were high. Corrosion in the battery compartment was observed. However, no leaks were found. The pump was opened and no further evidence of moisture was observed. The reported short battery life was due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.